Manufacturer narrative:
There were no samples submitted with this complaint; therefore, the reported issue cannot be confirmed. The complaint shall be reopened if a sample is received. The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/18/2017.

Event description:
The customer states that when they tried to insert the ng tube into the patient, they met resistance. As a result, the customer pulled the tube out and tried to insert it into the other nostril. Again, the customer was met with resistance. When they pulled the tube out, the weighted end detached and was stuck inside the patient.